Manufacturer narrative:
No additional information was provided for this event. (B)(4).

Event description:
A beckman coulter inc. (Bec) personnel reported a leak coming from the synchron systems enzymatic creatinine (cr-e) reagent kit due to the caps being loose, per visual inspection in the warehouse. No injury or operator exposure was reported for this event.